Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The investigation was not able to determine a specific root cause or reproduce the problem. Due to insufficient information, further investigation was not possible. No adverse events were reported.

Event description:
The customer alleged results for high sensitive troponin t (hstnt) were transmitted from the elecsys 2010 analyzer (e2010) to the customers host interface in the incorrect measuring units which yielded questionable hstnt results for 3 patient samples. The customer said the laboratory has the e2010 analyzer configured to report hstnt results in pg/ml, but their host interface is configure to report hstnt results using a different measuring unit (ng/l). Patient sample 1, the hstnt result generated and printed from the e2010 analyzer was 95.77 pg/ml. The e2010 analyzer seems to have printed and displayed the result as 95.77 pg/ml, but when sending to the host, has changed the result from 95.77 pg/ml to 0.096 ng/ml and sent 0.096 ng/ml to the host. The laboratory protocol is to report hstnt results less than 5 as < 5. The hstnt result of < 5 ng/l was reported outside the laboratory to the doctor for this patient sample. Patient sample 2, the hstnt result generated and printed from the e2010 analyzer was 7.7 pg/ml. The actual hstnt result transmitted from the e2010 and received by the host interface was not provided for this patient sample. The hstnt result of < 5 ng/l was reported outside the laboratory for this patient sample. Patient sample 3, the hstnt result generated and printed from the e2010 analyzer was 20.4 pg/ml. The actual hstnt result sent from the e2010 and received by the host interface was not provided for this patient sample. The hstnt result of < 5 ng/l was reported outside the laboratory for this patient sample. The customer said the hstnt results displayed in the e2010 analyzer software and hard copy printouts for these patient samples made clinical sense and were consistent with previous and subsequent hstnt results for these samples. The customer added after these 3 patient samples, the "system" reverted to normal and continued to report hstnt results to both printer and host in pg/ml which is the correct unit of measure. The hstnt results reported outside the laboratory for these patient samples were amended and the doctors were notified. The amended hstnt results for these patient samples were not provided. No adverse events have been alleged regarding this event.